Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced oozing and a hematoma at the access site. The team remedied the issue with femstop placement, blood products, and consulted with vascular surgery. The patient continued on support until the device was successfully weaned. The groin was clean and dry before the patient was transferred. Additional information was requested. However, no further information is available.

Manufacturer narrative:
The investigation of has access site bleeding been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.